Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2013, the reporter contacted animas, alleging a casing/condition (case damage w/moisture) issue. It was reported that the battery compartment was cracked. Reportedly, corrosion was noticed on the battery when the battery was changed. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Follow-up # 1 date of submission 01/23/2014-device evaluation:the pump has been returned and evaluated by product analysis on 01/10/2014 with the following findings:a visual inspection of the pump showed a cracked battery compartment. Evidence of contamination was found in the compartment and the pump failed a leak test. The pump cover was removed and no additional internal moisture was found.